Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the text on the screen was garbled and abnormally highlighted, was confirmed in the photos submitted by the customer. The returned unit was evaluated by technical service. The reported screen distortions were not observed when operationally checked. However, a loose mounting foot fastener was found inside the unit. This may have resulted in the screen anomalies. The mounting hardware was removed and replacement mounting feet installed. The repaired system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in sep2011. The packaged system monitor (part number 1286a) was placed into inventory on 15sep2011. The unit was shipped to the customer on 23apr2012. Last serviced on 01jul2014 ¿ software ver 7.22 upgrade. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen of the system monitor was showing areas of green highlighted lines of text, and garbled text. This system monitor was previously updated to v.7.32 software on 07jun2018. The plan was to attempt to update the software again with a different software upgrade kit, in case the original was corrupted.